Event description:
It was reported that the patients spinal cord stimulator (scs) implantable pulse generator (ipg) started getting hot when the device was being charged. The patient underwent a revision procedure to explant the ipg. A new ipg was implanted and the heating issue was resolved for the next four years.

Manufacturer narrative:
Explant date - device was explanted in 2018; exact explant date is unknown.

Event description:
It was reported that the patients spinal cord stimulator (scs) implantable pulse generator (ipg) started getting hot when the device was being charged. The patient underwent a revision procedure to explant the ipg. A new ipg was implanted and the heating issue was resolved for the next four years. Additional information was received which confirmed the patient did not have a boston scientific device implanted at the time of the event. As there was no reported allegation against our device, boston scientific no longer considers this to be a reportable event.